Event description:
Report provided from the (B)(6) stated that an unknown aq extra product caused discomfort to the patient with redness to the surrounding skin. There is no additional information provided. The patients subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). No additional information or follow up has been received as of the date of this reporting.